Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-02171. It was reported during a procedure to revise the pt's scs lead, the pt stopped breathing. The procedure was interrupted in order to address the pt not breathing. After a brief moment the pt recovered his breathing. The physician became concerned the interruption may had compromised the sterility of the devices and decided to explant the pt's entire scs system. No further issues were experienced and the pt was reportedly doing well after the procedure.